Manufacturer narrative:
The investigation was just started; the result will be forwarded in a follow up report.

Event description:
It was reported that flow disappeared, volume loop with message "can't analyse". Gas values blank, no reading and loss of displayed sevo and n2o values, oxygen and co2 values displayed. No injury reported.